Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported that the ipg was inoperable. As a result, surgical intervention may occur at a later date to address the issue.

Event description:
Additional information received indicates that the patient last had therapy approximately 1 month ago and underwent surgical intervention during which the ipg was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.